Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with an inset infusion set (23-inch tubing); blood glucose rose to 257 mg/dl with an upward trend following a meal announcement, and there were no device alerts, occlusion messages, or observed kinks, bends, or leaks. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included telephone troubleshooting and education regarding occlusion checks via the fill tubing process and site assessment. Investigation of this case revealed no device malfunction or alarm activity, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.